Event description:
It was reported that the right atrial lead dislodged and was in the right ventricle. The patient was brought in for a lead repositioning procedure, during which an insulation breach was noted. The lead was removed and replaced and the patient was stable post-procedure.

Manufacturer narrative:
A complete lead was returned for analysis. The insulation breach was confirmed in the laboratory and was consistent with damage sustained during surgical procedure. No further anomalies were found.